Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained a discordant, falsely elevated cardiac troponin I (tni) result on a patient sample on a dimension exl with lm instrument. Quality controls were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site to gather the data. Siemens further investigated the issue and determined that the customer is not centrifuging the specimens according to the tube manufacturer guidelines, which potentially contributed to the atypical aspiration profile observed on the initial discordant result. A sample integrity issue potentially contributed to the discordant, falsely elevated tni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s). The customer alleged that due to the discordant result, the patient was admitted to the hospital. The patient was redrawn, and the new sample was repeated on the same instrument, resulting lower. The result obtained on the new sample was reported to the physician(s). The initial sample was repeated on the same instrument and alternate dimension exl instrument, resulting lower than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated tni result.